Event description:
Couldn't bend her knees (right knee) [joint range of motion decreased]. Lost her mobility/limited mobility [mobility decreased] . Could not walk [unable to walk] . Totally swollen (right knee) [swelling of r knee] . Feels like she has led in her knees/feels like there are bricks in both knees (right knee) .[discomfort in joints] . Case narrative: initial information received from united states on 20-oct-2020 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4) (multiple devices for same patient). This case involves a 64 years old female patient who couldn't bend her knees (right knee), lost her mobility/limited mobility, could not walk, feels like she has led in her knees/feels like there are bricks in both knees (right knee) and had totally swollen (right knee), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included had a tear and surgery. It was reported that one and half year ago, the patient had the injection (hylan g-f 20 sodium hyaluronate) in her right knee, and there were no side effects. The patient's past vaccination(s), concomitant medication (s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate (formulation: solution for injection), one injection in right knee once (lot: unknown) for arthritis. Information on the batch number was requested. On the same day, in the evening her knee was totally swollen (joint swelling), and she couldn't bend it (joint range of motion decreased), lost her mobility (mobility decreased). On (B)(6) 2020, patient could not walk (gait inability; latency: 1 day) had to use a walker to get around. She stated the issues continued throughout the weekend. Patient saw her doctor the following monday and he prescribed a prednisone patch and physical therapy (pt). Prednisone patch reduced the swelling. Patient felt like she had led in her knee (musculoskeletal discomfort) and she had limited mobility. Patient still felt like there were bricks in knee (musculoskeletal discomfort) and that knee just was not right and was still having the issues now. Patient was very frustrated. Patient wanted to know anything could be recommended for her to help her feel normal again. Event of joint swelling assessed as serious due to intervention required and disability and events of gait inability, joint range of motion decreased, and mobility decreased assessed as serious due to disability. Action taken: not applicable for all events. The patient was treated with prednisone, walker, physical therapy for joint swelling; not reported for musculoskeletal discomfort; walker and physical therapy for rest of the events. Outcome: recovering for totally swollen (right knee), not recovered for rest of the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6)2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: (B)(6)2020. Follow up was received on (B)(6) 2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 01-nov-2020 from healthcare professional. Global ptc results added. Text was amended accordingly.

Event description:
Couldn't bend her knees (right knee) [joint range of motion decreased], lost her mobility/limited mobility [mobility decreased], could not walk [unable to walk], totally swollen (right knee) [swelling of r knee], feels like she has led in her knees/feels like there are bricks in both knees (right knee) [discomfort in joints]. Case narrative: initial information received from united states on 20-oct-2020 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4) (multiple devices for same patient). This case involves a (B)(6) years old female patient who couldn't bend her knees (right knee), lost her mobility/limited mobility, could not walk, feels like she has led in her knees/feels like there are bricks in both knees (right knee) and had totally swollen (right knee), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included had a tear and surgery. It was reported that one and half year ago, the patient had the injection (hylan g-f 20 sodium hyaluronate) in her right knee, and there were no side effects. The patient's past vaccination(s), concomitant medication (s) and family history were not provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate (formulation: solution for injection), one injection in right knee once (lot: unknown) for arthritis. Information on the batch number was requested. On the same day, in the evening her knee was totally swollen (joint swelling), and she couldn't bend it (joint range of motion decreased), lost her mobility (mobility decreased). On (B)(6) 2020, patient could not walk (gait inability; latency: 1 day) had to use a walker to get around. She stated the issues continued throughout the weekend. Patient saw her doctor the following monday and he prescribed a prednisone patch and physical therapy (pt). Prednisone patch reduced the swelling. Patient felt like she had led in her knee (musculoskeletal discomfort) and she had limited mobility. Patient still felt like there were bricks in knee (musculoskeletal discomfort) and that knee just was not right and was still having the issues now. Patient was very frustrated. Patient wanted to know anything could be recommended for her to help her feel normal again. Event of joint swelling assessed as serious due to intervention required and disability and events of gait inability, joint range of motion decreased, and mobility decreased assessed as serious due to disability. Action taken: not applicable for all events. The patient was treated with prednisone, walker, physical therapy for joint swelling; not reported for musculoskeletal discomfort; walker and physical therapy for rest of the events. Outcome: recovering for totally swollen (right knee), not recovered for rest of the events. A product technical complaint (ptc) was initiated results were pending for the same.